Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not strong enough to close the clips. The instrument was removed, and a new clip applier was used. The case continued and was completed without complications. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm the customer reported complaint. The instrument was found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. .